Event description:
A malfunction alarm was reported, identified as malf 16, with a fault ID available. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the pump operated normally. The customer was instructed to continue using the pump and to call back if the malfunction code recurred, which the customer understood.